Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was confirmed, and the device did not meet the standard specifications and function. The root cause of the problem could not be identified. However, the probable cause was determined as due to stress from use, external factors, or handling. The instruction manual identifies the following which could have detected the phenomenon: the inspection method for the suggested event is described in the operation manual "chapter 3 preparation and inspection section 3.3 inspection of the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the flex deflectable videoscope exhibited peeling objective lens adhesive. There were no reports of patient involvement.